Manufacturer narrative:
None of the complaint samples were available. The manufacturer is informed of the issue, and is pursuing the type of evaluation required to address complaint.

Event description:
Product complaint [could not be coded]. Case description: information was received regarding one bag of viaspan solution that burst in the operating room. It was reported that a pressure cuff was inflated to 150 mm hg over the bag of viaspan when it burst. The split occurred along the side near the bottom of the bag (the left side, where the additive port is located). The split was approx 1 inch long. Applying pressure to the bag of viaspan during cardioplegia is part of the reporter's standard operating procedure.